Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pfa procedure the farawave 31 mm - us catheter was selected for use, after going transseptal during today's case, the farawave catheter was opened and handed off to the scrub tech for prep. I watched the scrub tech flush both ports and insert the guidewire with no resistance and lined up appropriately with the opening. She exercised the wire with no issue and tested the deployment with it out. Guidewire was at the tip of the catheter when inserted into sheath, advanced and appropriately anchored into lspv no problem. Went through 4 baskets and 4 flowers no issue with wire in view out of catheter on ice. When attempting to retract wire to move wire did not retract or advance initially. Went between flower/basket deployments trying to loosen and were able to advance but not retract. Had to remove entire system out of body/sheath. Tried exercising wire outside of body and it did not move at all. Had to be aggressively pulled out. Physician said the tip of catheter looked 'melted'. The catheter was replaced and the procedure was completed successfully without patient complications. The device is not expected to be returned.